Manufacturer narrative:
The unit was received at the international service center. The technician did not confirm the reported issue. The unit was tested with o2 cylinder. No malfunction was found. No parts were replaced. The unit was checked and there was no abnormality confirmed.

Event description:
The international customer reported an alarm occurred reading "cannot use oxygen when transporting oxygen cylinder." When same cylinder was used in another v60 unit, it worked properly. The patient was being transported along with the v60 when the alarm occurred. The unit was being used on a patient at the time the issue occurred, however, there was no adverse patient effect. This was a spontaneous breathing patient.